Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot =null. Device history batch = null. Device history review = nul. Lif information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. H11 additional narrative: added: a3a, d2b.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Litigation alleges patient experienced severe pain and discomfort. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip). Patient is a resident of (B)(6). Update: 1/18/2013 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Update ad 29 jun 2018: wpc (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. In addition to what was previously alleged. Ppf alleges metallosis/metal wear and elevated metal ions. Added stem due to alleged large amounts of metal ions. Added lawyer, law firm, account name and age. Updated product details(expiration/manufacture date). Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip).